Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification found damaged/cracked mainbody. Functional tests performed included leak testing, clear passage testing, and clamp function testing with no issues noted. The reported condition was identified but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.